Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced an infusion set tubing was kinked on (B)(6) 2024. Blood glucose level was 400 mg/dl at he time of event. No further information available.